Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the tap being used was damaged. It was reported that the device broke into two pieces due to excessive torque from the user. There was no impact on patient outcome. No additional information was provided.